Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device as the device was not available for analysis (the device was not explanted). A review of the device history records showed no deviations from manufacturing or qa specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired two days post implant due to surgical bleeding. The family withdrew support and the device was not explanted.